Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2012-02052 for a description of the other device. This report is for the first device. It was reported to boston scientific corporation that two interject injection therapy needle devices were used during a procedure performed for a local injection treatment on an unknown date. According to the complainant, when the nurse tried to inject the injection solution into the interject injection therapy needle device using a syringe, the injection solution could not be injected into the device. They attempted to use a second interject injection therapy needle device, but the same problem occurred. Another interject injection therapy needle device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2012-02052 for a description of the other device. This report is for the first device. It was reported to boston scientific corporation that two interject injection therapy needle devices were used during a procedure performed for a local injection treatment on an unknown date. According to the complainant, when the nurse tried to inject the injection solution into the interject injection therapy needle device using a syringe, the injection solution could not be injected into the device. They attempted to use a second interject injection therapy needle device, but the same problem occurred. Another interject injection therapy needle device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2012-02052 for a description of the other device. This report is for the first device. It was reported to boston scientific corporation that two interject injection therapy needle devices were used during a procedure performed for a local injection treatment on an unknown date. According to the complainant, when the nurse tried to inject the injection solution into the interject injection therapy needle device using a syringe, the injection solution could not be injected into the device. They attempted to use a second interject injection therapy needle device, but the same problem occurred. Another interject injection therapy needle device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Ths MDR is in response to an additional information request letter.

Manufacturer narrative:
A visual evaluation was performed and no anomalies were identified from the inspection. A functional evaluation was performed and the needle extended and retracted as intended. The device was tested to identify if the lumen was occluded. A syringe filled with air was attached to the inner hub and compressed. When the syringe was compressed resistance was felt confirming that the device was occluded. The inner hub/sheath was removed from the outer and no visible signs of damage were observed. The extrusion was cut just proximal of the needle so that the sheath and needle could be tested separately. The syringe was once again filled with air and attached to the inner hub and compressed. The syringe could be completely compressed, no resistance was encountered. Next, a 0.009" pin gauge was inserted into through the needle into the proximal end of the needle; some resistance was met approximately 6mm from proximal end of the needle. The pin gauge was pushed further into the inner diameter of the needle until it exited the distal tip. A small piece of what appears to be a ¿silicone" like substance was extracted from the inner diameter. Based upon the evaluation conducted, a definitive root cause for the silicone blocking the lumen could not be determined at this time. Further investigation into this issue is being reviewed by boston scientific. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2012-02052 for a description of the other device. This report is for the first device.it was reported to boston scientific corporation that two interject injection therapy needle devices were used during a procedure performed for a local injection treatment on an unknown date.according to the complainant, when the nurse tried to inject the injection solution into the interject injection therapy needle device using a syringe, the injection solution could not be injected into the device. They attempted to use a second interject injection therapy needle device, but the same problem occurred. Another interject injection therapy needle device was able to be used to complete the procedure.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.